Manufacturer narrative:
The device was returned to smiths medical. Did not notice any external damage. Performed functional tests. Could not repeat customer stated problem during testing. No faults found, and the root cause was undetermined. Replaced dso as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that downstream occlusion errors were received multiple time. No patient injury was reported.